Manufacturer narrative:
The insulin pump was received with an intermittent button response due to light moisture damage to keypad traces. The insulin pump was received with minor scratches on lcd window, cracked case at reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of button error on her son's insulin pump. The customer's blood glucose at the time was unknown. The mother states the buttons are sticking. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer's mother agreed on receiving continuation of therapy pump, but declined to return out of warranty pump at this time.